Manufacturer narrative:
The fracture is consistent with the lead being subjected to an overstress condition the lead was subjected to while in vivo. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number : 3006705815-2021-06278. It was reported that patient experienced ineffective stim with the scs system. As a result, surgical intervention was undertaken where in the entire system was explanted to address the issue.